Manufacturer narrative:
(B)(4). Batch # t5a81u. A manufacturing record evaluation was performed for the finished device lot and batch number and no non-conformances were identified.

Event description:
It was reported that during the thoraco- laparoscopic procedure combined with radical resection of esophageal cancer surgery, when severing tubular stomach tissue, after third and fourth firing, noted staples malformed with irregular shape. Used suture to oversew . There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch # t5a81u. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.